Event description:
Olympus medical systems corp (omsc) was informed that during an endoscopic retrograde cholangiopancreatography (ercp) for a large common bile stone lithotripsy, the device was successfully placed over the stone; however, the device could not crush the stone and could not release the stone from the basket. They reportedly attempted to crush the stone using an olympus emergency handle (B)(4); however, the stone could not be crushed. It was reported that the pt was transported to open surgery for removal of the stone and the basket of the subject device. During the surgery the facility reportedly performed a cholecystectomy. The pt was reportedly doing fine after the surgery.

Manufacturer narrative:
The subject device has not been returned to olympus medical systems corporation (omsc) for eval at present. If a reportable result is found after the eval, omsc will submit the result as supplemental report. Omsc reviewed the manufacturing records of the subject device and confirmed that there was no irregularity. Omsc concluded that the cause of the breakage was likely due to the hardness and the size of the stone. The device instruction manual warns users that "a lithotriptor cannot always crush all calculi captured in the basket. Operation of this instrument is based on the assumption that open surgery is possible as emergency measure." This report is being submitted as a medical device report in an abundance of caution.

Manufacturer narrative:
This supplement report is being submitted to provide the device evaluation report. Only the operation wire referenced in this report was returned to omsc for evaluation. The evaluation confirmed that the operation wire broke at the junction with the operation pipe. There were no abnormalities found upon investigation of the condition of solder part and the outer diameter of the junction. The basket was deformed. As the checking of the manufacturing record of the same lot, nothing abnormal was detected. Omsc assumes that the condition of the patient or stone might cause this event. The device instruction manual has warned users that there is possibility the calculus cannot be crushed by lithotriptor, and it also describes what to do if the lithotriptor cannot crush the calculus. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus medical systems corporation (omsc) performed a MDR retrospective review and omsc found that this supplemental report is required.